Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarm during testing. The following cosmetic damage was noted: cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer had the device in his waiters and was pressed up against the fishing net. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.